Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported that an intra-aortic balloon (iab) was inserted on a patient pre cardiac surgery due to disease process and haemodynamic instability. The patient underwent cardiac surgery, with counterpulsation therapy conitinuing post surgery. Approximately 48 hours post surgery, staff noticed blood in extender tubing. The staff was unable to ascertain if alarms had occurred prior to the bood in extender tubing. Counterpulsation therapy ceased and the iab was removed. There was no reported injury to the patient.

Event description:
It was reported that an intra-aortic balloon (iab) was inserted on a patient pre cardiac surgery due to disease process and haemodynamic instability. The patient underwent cardiac surgery, with counterpulsation therapy continuing post surgery. Approximately 48 hours post surgery, staff noticed blood in extender tubing. The staff was unable to ascertain if alarms had occurred prior to the bood in extender tubing. Counterpulsation therapy ceased and the iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.025cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).